Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope connection from the distal end to the ultrasonic head was not glued properly so that the mucous membrane residues and germs could get stuck there. There were no reports of patient harm.

Manufacturer narrative:
Although the customer reported the connection from the distal end to the ultrasonic head is not properly glued it was not reportable. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: air /water channel. Cfu: 8cfu. Bacterial identification: pseudomonas luteola. Olympus reprocessed the scope according to the IFU(instructions for use) and re-culture tested the device where the results were: sampling date: (B)(6) 2024. Sampling from: air /water channel; instrument / biopsy / suction channel and distal end. Cfu: 0cfu. Bacterial identification: no detection. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: gf-ue190 has a cleaning manual, and the reprocess method is described in the cleaning manual. Olympus will continue to monitor field performance for this device.